Manufacturer narrative:
The observed condition where parameters could not be adjusted was due to a broken control knob wire. The faulty display readout was due to a malfunctioning alpha numeric encoder, a3, on the display board.

Event description:
The rptr indicated that the control knob does not function. No pt was involved in this event.